Event description:
On (B)(6) 2012, the patient claimed she had two elevated blood glucose readings over 500 mg/dl and felt the animas pump is not delivering insulin properly. The patient changed the infusion site twice for the last two days. The patient administered self treatment with 3 injections via syringe throughout (B)(6) 2012. Her most recent blood glucose reading was 302 mg/dl. The patient was feeling nauseated earlier but did not have any symptoms at the time of the call to animas. During troubleshooting, the animas representative concluded there was no pump malfunction associated with the alleged event. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. There was no product misused. The patient has continued with animas insulin pump therapy. The animas representative advised the patient to change the infusion site and to contact her hcp to discuss a possible adjustment to the insulin regimen. This complaint is being reported because the patient received blood glucose readings over 500 mg/dl while on insulin pump therapy. It is not clear if diabetes management, use error, or intentional misuse was involved the alleged event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.